Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our rep is reporting to us that during a knee repair, a portion of the distal tip of a hex driver broke off into the fixation screw whilst the surgeon was driving last turn of the screw into the bone. The tip fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. The device was 3 years old.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under 10x magnification. The device appears in the complained about condition, distal tip is broken away, missing; outside of that, the device appears in good condition. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The complaint device has been in use for more than 3 years; outside of age and usage as the attribution for the device¿s failure, we cannot discern any other root cause for the reported malfunction. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.